Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an sosd check oversensing was observed resulting in the capacitor maintenance being aborted. Therapy delivery was not affected therefore no programming changes were made. Patient monitoring with follow up will continue.